Event description:
The dental implant fx3812mlc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 10 days after implantation. The patient has medical history of hypertension, diabetes, and drug abuse. The patient has recovered without complications.